Event description:
The user received discrepant results for nine pt samples. Albumin results are in g per dl, total protein results are in g per dl, total bilirubin results are in mg per dl and alp results are in u per l. Some of the assays were repeated on the user's other cobas c501. All initial and repeat testing was performed in 2009. No erroneous results were reported to the user's knowledge. Sample 1 initial albumin was 4.1, repeated on same analyzer was 0.0, reported result obtained from the other cobas c501 was 4.1; initial total protein was 0.1, repeated on same analyzer was 7.4, reported result obtained from the other cobas c501 was 7.4. Sample 2 initial albumin was 0.0, repeated on same analyzer was 0.0, reported result obtained from the other cobas c501 was 4.2; initial total bilirubin was -0.1, reported result obtained from the other cobas c501 was less than 0.1; initial total protein was 6.7, repeated on same analyzer was 0.0, reported result obtained from the other cobas c501 was 6.8. Sample 3 initial albumin was 0.0, reported result obtained from the other cobas c501 was 4.4; initial total protein was 0.0; reported result obtained from the other cobas c501 was 6.4. Sample 4 initial alp was 0, reported result obtained from the other cobas c501 was 77; initial total protein was 0.0, reported result from the same analyzer was 6.2. Sample 5 initial albumin was -0.1, reported result obtained from the other cobas c501 was 4.7; initial total protein was 0.0, reported result obtained from the other cobas c501 was 7.1. Sample 6 initial albumin was 0.0, reported result obtained from the other cobas c501 was 4.2; initial total protein was 0.0, reported result obtained from the other cobas c501 was 7.6; initial alp was -1, reported result obtained from the other cobas c501 was 103. Sample 7 initial albumin was 0.1, reported result from the same analyzer was 4.4; initial total protein was 0.0, repeated on the same analyzer was 0.0, reported result obtained from the other cobas c501 was 7.1. Sample 8 initial albumin was 0.0, reported result obtained from the other cobas c501 was 4.4; initial total protein was 0.0, reported result obtained from the other cobas c501 was 7.8. Sample 9 initial albumin was 0.0, repeated on the same analyzer was 3.6, reported result obtained from the other cobas c501 was 3.6.

Manufacturer narrative:
The field service rep determined there was a possible problem with the sample probe. He cleaned probe and verified the alignment was correct.